Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery longevity had unexpectedly decreased. It was determined that the increased battery depletion was due to a rise in competitor right ventricular (rv) lead outputs and the device being programmed with 92% atrial pacing. The crt-p remains in use. No patient complications have been reported as a result of this event.